Manufacturer narrative:
(B)(4) date sent: 7/17/2024. D4: batch #unk. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. D4: UDI: the manufacturing date is currently not available. Therefore, the full UDI is currently not available. Video analysis: this is an analysis of a video submitted for evaluation. During the visual analysis, the following was observed: the video shows a device in opened position with a reload loaded and at the mark 0.11 the customer closed the device with the firing knob forward causing the device not properly to closed and the knob out of position of the anvil shroud. At mark 0.25 the customer pushed the knob forward in order to fire the device and at mark 0.30 it can be seen how the knob did not complete the fire. At mark 0.41 the customer opened the device and showed the incomplete cut. All of these conditions are due to improper use of the device. Please note the instructions for use: ensure that the knife is not exposed by returning the firing knob to the original ¿return knob here¿ position. Completely return the knob to the original ¿return knob here¿ position after firing and before separating the instrument halves. To fire the linear cutter, place the thumb on the firing knob and two fingers on the shoulders of the linear cutter. Fire the instrument by pushing the firing knob completely forward. Completely return the firing knob to the original ¿return knob here¿ position. Separate the instrument halves by opening the alignment/locking lever and remove the instrument. No conclusion or root cause could be determined. Hands on device analysis may provide the additional evidence necessary to confirm the root cause of the reported event. Because the instrument was not returned our evaluation is limited.

Manufacturer narrative:
Pc-(B)(4) date sent 6/17/2024. D4 batch # unk an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. A video was received. Any additional information obtained from the video evaluation will be included as part of the product investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure; when using the device, if the device halves are connected together while the firing lever is slightly pushed forward from starting point, the device will fire but the distal few staples will not form properly. It is unknown if the surgery was completed successfully. Unknown if there was any surgical delay. There was no patient consequences. Device was not available for return.